Event description:
It was reported that during the bladder neck dissection for a robotic laparoscopic radical prostatectomy procedure, the white part of the bipolar maryland forceps broke. The broken part did not fall into the patient¿s cavity. The bipolar maryland forceps was removed according to the broken instrument protocol and replaced with new instrument. There was no patient injury.

Manufacturer narrative:
H2) additional information: a4, d9 h3) device evaluation: medtronic led an evaluation of the reported bipolar maryland forceps, the associated device logs and a provided image. One image was received for evaluation which depicted a bipolar maryland forceps with a fractured plastic pulley. Evaluation of the logs indicated an error code for 'motor position limits' was triggered as an after effect of a pulley break. The use life of the bipolar maryland forceps was eighty-seven minutes with a use count of one at the time of the error. It was confirmed that the correct workflow for removing a disabled instrument was followed. Visual inspection of the returned bipolar maryland forceps noted no corrosion on the electrical contacts. There was no damage noted to the jaws or of the drive cables. Part of the white plastic pulley was damaged and disengaged and not returned. The energy cable was also disengaged. The puck and drive cable were both displaced on the side of the disengaged piece. The jaws were misaligned. Functionally, the jaws were manipulated through their full range of motion in order to inspect the cables. The jaws were unable to achieve full articulation due to the observed damage. Electrical testing was performed and the bipolar maryland forceps were read with no observed failures. Evaluation of the bipolar maryland forceps confirmed the reported condition. The root cause for the reported plastic fracture condition may be attributed to the current jaw subassembly design. The pulley fractures are caused by high cyclic forces from the instrument drive unit (idu) motors combined with a thin plastic wall condition in the pulley. Improvements have been initiated to mitigate this condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic radical prostatectomy procedure, during bladder neck dissection, the white part of the bipolar maryland forceps instrument broke. The broken part did not fall into the patient¿s cavity. The instrument was changed according to the broken instrument protocol and replaced with new bipolar maryland forceps. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.